Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the lead revision, diagnostics of the left ventricular and atrium revealed defect on the endocardial rv lead. No further information is available.